Manufacturer narrative:
The technician replaced the hilow hydraulic cylinder to resolve the issue.

Event description:
The account alleged that the head hilow is drifting down overnight. No pt impact.